Manufacturer narrative:
The alleged event, instrument ¿ misdrilling ¿ was not confirmed. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). The returned device was conforming to specifications and was fully functional. Potentially reduced accuracy in guidance is usually found during functional check (required per labelling). In case of any deviation it is realized prior to use. Pre-operative testing is required in the labelling; maintaining measures during and after re-processing is also highlighted in the labelling. Although a root cause could not be determined the alleged event was classified as having been caused by a suboptimal intra-operative procedure and was regarded as being user related. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
There were distal mis-drilling. Freehand locking was performed to completed the medical procedure successfully. Surgical delay of 10min. Not longer.

Event description:
There were distal mis-drilling. Freehand locking was performed to completed the medical procedure succesfully. Surgical delay of 10min. Not longer.